Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to a pinhole on the bending section cover. Also, evaluation found the bending section cover adhesive was chipped, the cleaning brush could not be inserted smoothly due to damage on the instrument tube, the connecting tube was dented, the diopter ring and control unit were discolored, the venting connector under grip was shaved, the indication on the light guide connector was unclear, and multiple parts of the scope were scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired with the last year. Although a definitive root cause of the peeled coating could not be identified, it was determined that stress of repeated use, external factors or handling likely caused the defect. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the bending section cover adhesive of the tracheal intubation fiberscope had a pinhole. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the coating of the connecting tube was peeled. The report is being submitted due to the peeled coating found during evaluation.